Event description:
After successfully deploying a wiktor stent another MFR's ptca balloon was used for post dilatation. Difficulty during removal of the balloon caused the proximal portion of the stent to become stretched. The position of the guiding catheter was lost while deploying a second stent which dislodged from the balloon as the catheter was removed. The pt arrested and required defibrillation. After the pt was stabilized the second stent was found embedded in the femoral artery. There were no attempts to retrieve the stent and the pt went to ICU in stable condition.